Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. There was no patient involvement, as the pump was being used for demonstration purposes only.